Event description:
During a ptca, the catheter kinked and the physician experienced removal difficulties. The guide catheter kinked during advancement. While attempting to torque the catheter to "un-kink it" the hub came off. The physician was unable to advance a wire or pull the catheter out of the sheath. The sheath was removed, the physician retracted the catheter far enough that the knot was outside of the body and cut that portion off. A wire was then advanced and used for removal of the rest of the catheter. An 8f sheath was placed and a second guide catheter also kinked during advancement. The second catheter was removed with out incident and the procedure was c0mpleted with a third.